Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (12may2025). The patient's blood glucose levels declined to 26 mg/dl while wearing the pod. The patient was discharged on 14may2025. The patient also reported being sent incorrect pods, claiming they received pods only compatible with the dexcom g6, but requires pods that are compatible with the g7. Attempts have been made for additional information on the event and name of the healthcare facility. At this time, insulet has not received the name of the healthcare facility. If the information is received it will be submitted in a follow up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.